Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy, another device was used to complete procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy, another device was used to complete procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Track wise # (B)(4). The device was returned to the factory for evaluation on 04/13/2021. An investigation was conducted on 04/26/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the seal and tension spring assembly inside the delivery device with the seal in a opened state. The white plunger was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. The seal was observed to be intact, no cracks or delamination was observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.222 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed but was confirmed for the analyzed failure "fitting problem the lot # 25156295 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.